Event description:
Customer reported that at the start of a treatment the unit surged to 100ma, while using ifc, 2 pole. No reported injury treatment and/or post injury treatment was reported from the complainant.

Manufacturer narrative:
Previously investigated. Known potential shock and potential burn due to transient over-voltage within the circuitry causing components to fail and potentially shock or burn the pt. The devices were implemented with preventive software.